Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through production and quality testing. Maximum temperature recorded on the head of the attachment exceeded iso 13732-1 and es-11 04 for maximum allowable temperature. The attachment exhibited a temperature increase during free run testing of 62.3 c and under load of 84.6 c. Maximum allowable temperature at the time of testing was 41.8 c. The cap end bearing assembly was found lodged within the cap cavity, detached from the set assembly. The cap end bearing retainer exhibited crack and fractures. This failure would have led to set instability, contributing to the overheating seen during the investigation. It can be assumed the amount of cooling water and air was compromised and not efficiently reaching the head and bur during use which is evident from the leaking noted by production personnel. This would have also contributed to the overheating of the attachment head. All components looked dry with no evidence of lubrication. Additionally, the attachment failed all production requirements with the exception of friction torque, spray and illumination test (sound testing was not performed).

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.